Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received low battery voltage was confirmed due to high current drain. With an external power supply and the removal of the battery,the device function was tested and high current drain was found. The high current drain was traced to the hybrid circuitry. (B)(4) - failure (evennt) observed during anaysis.